Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the grasping forcep exhibited the connecting pin between the pull wire and the forceps jaw had broken off, the operating element was broken. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation and the information provided, it was confirmed that the connecting pin between the pull wire and the forceps jaw had broken off and that the welded seam at the connection between the shaft and the operating element was broken. It is likely due to the application of outer force. Olympus will continue to monitor field performance for this device.